Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2005. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that the patient underwent mesh revision/removal. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted to treat stress urinary incontinence. Post implantation the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues, recurrence of pain, urinary problems and dyspareunia. It was also reported that in (B)(6) 2006, the patient experienced erosion and had surgery for partial removal of mesh. No additional information provided at this time. (B)(4).